Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. However, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that nine (9) years, four (4) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe tricuspid valve stenosis. The procedure was uneventful and the patient was transferred to the intensive cardiac care unit post-operatively.